Event description:
Customer's mother reported a low blood glucose reading of 65 mg/dl. Customer was treated with glucose tablets. Customer's mother was advised to seek medical attention. Customer had taken a bolus of 1.9 units of insulin at mealtime. She stated that the customer had been off of the insulin pump since february due to a stroke and that she had just started therapy again two hours prior to the report. The blood glucose reading was checked again and was 170 mg/dl. Customer was given levemir by her nurse. The blood glucose readings were fluctuating rapidly. Customer's mother was again advised to seek medical attention. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.